Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿¿s allegation was confirmed. The evaluation found the following reportable issues: the charged coupled device is broken causing the image to be purple. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable was not connecting and displaying a clean connector message. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the charged coupled device is broken causing the image to be purple. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the charged coupled device was broken causing the image to be purple. A formal investigation was completed and actions were implemented to prevent reoccurrence. The affected component was manufactured before the corrective actions. Olympus will continue to monitor field performance for this device.